Event description:
Reportedly, during a pacemaker implantation: atrial under sensing was observed even after several attempts of deconnection/reconnection of the atrial lead, control of the atrial lead with the pace system analyzer (psa) was normal. Intermittent p tracking was observed during 10-15 cycles at 5th connection; however, vvi pacing at 60 ppm was confirmed again. Basic rate was reprogrammed to 90 ppm. However, no atrial capture was confirmed on ECG. The pacemaker involved in this MDR report was finally not implanted and returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states FDA issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were within specs. The inspection of the connector header revealed damages of the intended screwdriver slot at the ventricular level (hole) and the distal atrial setscrew seemed to be completely unscrewed upon reception. These confirm difficulties were met during the screwing/unscrewing operations. However, it is not possible to determine whether these damages resulted from screwing operations at implant or at explant, i.e. Whether there is a link between these damages and the reported behavior. As the continuity of the atrial lead was verified with the psa, the most probable hypothesis to explain the reported behavior is a lead-pacemaker connection issue (i.e. The lead connection was not secured).